Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia and lung disease. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging caused a patient to develop pneumonia and lung disease related to a CPAP device's sound abatement foam. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings prior to taking the unit apart, the device was operated for 30 minutes in which it worked as designed. A foreign white powdery substance was found throughout the blower motor and blower box. The fins of the blower motor and outlet port of the blower motor are white. Also evidence of liquid ingress to the blower box was observed. Potential dark keratin particles were found on the blower box outlet port. It was observed found no evidence of sound abatement foam degradation or breakdown,found potential dark keratin particles on the blower box outlet port,found a white powdery substance throughout the blower motor and blower box,observed liquid ingress marks on the inside of the blower box. It was unable to address the allegation of " phenomena". The device's downloaded event log was reviewed by the manufacturer and found no "errors". The manufacturer concludes the device has evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report,